Event description:
It was reported that during patient treatment, the anesthesia machine generated an alarm for low inspiratory oxygen concentration. There was no patient injury reported. (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).